Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated that they using a t-slim but it fell and would like to go back to his old insulin pump. The customer was assisted with checking the setting and setting his sensor. The insulin pump will not be returned for analysis.